Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04955. It was reported the pt died from a pulmonary embolism. It was reported the death was not believed to be related to the implant of the scs system. An attempt to obtain additional information was unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.